Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently admitted to the intensive care unit due to an elevated blood glucose (bg) level and diabetic ketoacidosis; bg values were described as "high" but specific values were not provided. Healthcare provider identified the ketones as dangerous. Reportedly, the cause for the reported issue was due to an occlusion alarm. Cause of the occlusion was unknown. Prior to the hospitalization, the customer performed a supply change and delivered a correction bolus via the pump to treat bg. Customer was treated with intravenous saline and insulin; customer was released from the hospital three days later with no permanent damage. At the time of the event, no issues were identified with the cartridge, infusion set tubing, infusion set cannula or the insulin in use during the event. Reportedly, customer is no longer using the pump for insulin therapy and declined to provide additional information.